Event description:
It was reported that the zimmer electric dermatome handpiece was getting hot and the cutting is not proper. Additional clinical follow up with the hospital indicated that the dermatome produced an uneven graft harvest and the handpiece became too hot to hold. No information was available regarding additional donor site graft harvest. There was 45 minute increase in surgical time to obtain an on-site alternate device to complete the planned procedure.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device was manufactured on (B)(4) 2011 and there were no related non-conformances. The inspection found that the device ran below motor speed specifications. The cause of the reported complaint was a failing handpiece motor. When tested, the motor speed on this device was running below specifications. Upon replacement of the motor the motor speed returned to within the correct operating specifications. The device was serviced and returned to the customer.